Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify displayable history crc check failed on startup alarm due to motor error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that multiple error alarm. Customer's blood glucose value was unknown. Customer also stated that drive support cap was normal. The customer was assisted with troubleshooting for multiple pump error. Insulin pump will return device for analysis.